Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
The customer reported that on two infusion sets, the tubing separated from the needle. One needle was dull or bent and the customer was unable to get it in. The customer had smelled insulin and had high blood glucose. The blood glucose reading was 315 mg/dl.

Event description:
It was reported the customer was hospitalized with low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 29 mg/dl. The customer believed their insulin pump malfunctioned, causing their low blood glucose. Customer stated their insulin pump was still delivering insulin although they had suspended their insulin pump. It was also found the customer was passed out at work prior to being hospitalized. The customer also stated their blood glucose rose to 400 mg/dl when their insulin pump was removed from their body at the hospital. The customer also stated they were on medications for their respiratory infection. Troubleshooting for the insulin pump found the insulin pump passed all functional testing. The customer's insulin pump will be replaced as their healthcare provider would not release the customer without a new insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.